Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The control assembly was replaced were replaced.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine had the bag to vent switch was sticking intermittently preventing the selection of the desired mode of ventilation. The report was received from a single source. The reported event did not involve a patient.